Event description:
Information received indicates the unit demonstrated poor gas transfer after 80 minutes on support during re-operation for bleeding. The unit was changed-out with patient blood loss noted; bypass continued with no additional product problem reported. Subsequently the lmca and rca anastomosis were reported to rupture with continuous bleeding noted resulting in the patient's death in 2003. Hcp stated the death was not related to the device change-out, but was due to patient's health status prior to the procedure.